Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a watchdog timeout error. The customer¿s current blood glucose level was 279 mg/dl at the time of the incident. The customer reported reoccurring errors within the last six months. The customer did troubleshoot the issue by removing the battery for 5 minutes and reinserting it the display did not return. The customer was unable to clear the alarm. The customer declined the two-hour insulin pump rest. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit received with frozen screen and a constant audio/beeping alarm, problem isolated to rf board. Unable to perform the self-test, unexpected restart alarm error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify. Alarms or button/keypad unresponsive due to frozen screen. No damage/moisture on keypad trace noted. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.